Event description:
The caller alleged discrepant results when repeated the inratio test. The results are as follows: 2.9; 5-aug: 4.1. Also in one of the repeated test pt, got an error message "error 413".

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test results provided by end-user at time complaint was filed: see scanned table. The % cv is greater than 20%, which is 24.24%. The product will be investigated as per internal procedure. Also in one of the repeated test pt got an error message "error 413". As per "error message troubleshooting guide" for the user, the message depicts on of the following cause: the monitor had a data processing problem while calculating the results from some or all of the three channels. This may be caused by the following: a problem with the individual test. Not enough blood was applied to the sample well.